Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the silicone sleeve of the clave port remained in the depressed position; subsequently, a leak was noted. The tubing set was being used to deliver an unspecified medication. After an unspecified length of time, medication. After an unspecified length of time, the nurse attempted to disconnect the male adapter of an unspecified device which was connected to the clave of the extension set, and it was noted that the silicone sleeve of the clave port remained in the depressed position. It was reported that the unspecified volume of medication leaked on the patient. The extension set was replaced. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. Though requested, no additional information was provided.